Event description:
It was reported that pt underwent total knee arthroplasty in 2008. Post operative radiographs identified that during procedure, drill bit broke and pt retained fractured portion.

Manufacturer narrative:
The user facility is outside of the us. No medwatch report was received. No user facility info is available. Current info is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. This report filed on june 27, 2008.